Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: patient getting a skin graft next week. He is healing.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received pa has been out of town and back next week. What were the results of the cultures taken? There was zero infection/bacteria present in the patient. All cultures came back. What prep was used prior to, during or after adhesive use? They are getting more details from him on the type of prep used. Current patient status. The patient still has a wound vac on (wound vac #2) and is healing in the positive direction. The patient is extremely sore from raw skin but they are treating him with pain meds. What is the physician¿s opinion as to the etiology of or contributing factors to this event? They are considering this entire incidence as severe reaction of prineo with the prep and putting another prineo back on. Additional information has been requested however not received why does surgeon believe that the post op complications are associated to prineo? Please clarify the dates of each of the 3 photos. Was there wound dehiscence? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to prineo application? Was a dressing placed over the incision? If so, what type of cover dressing used? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported the patient underwent a CABG with avr on (B)(6) 2025 and topical skin adhesive was used. They realized there was a bleeding going on. They took the patient back to surgery at three o'clock in he morning. The adhesive was removed before re-entry, and another one was applied to address the bleeding and sewed up in the ER at the hospital. Today pa checked the patient and upon inspection his chest area he seen that the adhesive is eating through the skin everything was mosh all the way to the bone. They are currently in surgery, and the wound was culture to check for any infection. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 health effect - clinical code. Additional information was requested, and the following was obtained: per physician assistant: the patient is doing well. And recovering. The patient had zero infection from the cultures and they are saying it¿s a chemical burn. They are not saying prineo is to fully blame. He did want to add that betadyne was used to prep the patient and it was wiped off with a wet lap then a dry lap when they applied this second prineo.